Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0715m, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported, the patient saw the poor communication screen.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient went through a security gate at the airport and noticed their bowels were leaking and their ¿urinary¿ when getting home from the airport. The patient also had pain in their tailbone. No falls or traumas were reported in relation to the event. It was noted the patient was getting the ¿low battery icon¿ on their patient programmer and was not able to connect to the implantable neurostimulator. The patient got new batteries for the programmer and was set on program 2 at 2.3v. It was indicated the patient switched to program 4 at 2.4v. It was clarified that the pain in the tailbone was only felt when stimulation was on. A week later, it was stated the program the patient was set at had not helped. The patient had ¿major¿ diarrhea for about two days and had ¿regular¿ diarrhea for about a week. The patient had also not been able to control their bladder and was wetting the bed. The patient again switched programs. The patient was set on program 1 at 3.1v. Three days later, it was indicated the patient¿s physician had the device turned off due to the major case of diarrhea. This was done to see if the diarrhea would come back. The patient had had diarrhea prior to the implant of the device. It was noted the device had been turned off twice before to give the system ¿a rest¿ to see if the diarrhea and leaking would stop. The device was turned on and the patient felt stimulation comfortably. About a week later, it was noted the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment was to be scheduled. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).